Event description:
It was reported that a new ilet user experienced multiple episodes of low blood glucose within a short period and subsequently disconnected from the pump; the caregiver also reported difficulties pairing the dexcom g7 cgm to the ilet and questioned whether this contributed to the lows. Symptoms included hypoglycemia with a reported nadir of 53 mg/dl, approximately one hour under 70 mg/dl, with device low alerts present and no loss of consciousness. Outcomes included self-treatment with glucose tablets, juice, and food, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding cgm pairing and calibration, as well as discussion of pump learning period and continued follow-up with the trainer. Investigation of this case revealed that the specific cause of hypoglycemia remained unclear, with potential contribution from cgm pairing issues, and no confirmed device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.